Event description:
Pt self extubated. Unable to flatten specialty bed during code. Specialty bed is dependent upon multiple tasks and computer instructions being performed sequentially. Sensors and multiple mechanisms must be operational and within adjustment parameters to allow specific functions to take place. Manual override features are not readily accessible should manual operation be required. A CPR release tag flattened the air mattress portion of the bed but did not flatten the bed which is the standard on other critical care specialty beds (a CPR lever or cord lowers both head and leg sections to allow pt to lie flat). Pt had to be moved to another bed for resuscitation.